Event description:
It was reported the pt was experiencing difficulty recharging the neurostimulator due to coupling issues. The pt had been able to recharge successfully since implant. The pt was unable to get any coupling bars during recharging. The ins appeared to be slightly tilted in the pocket, but was not thought to be more than 2 cm deep. The antenna locate feature was attempted without success. Two weeks later, the pt was still having difficulty recharging. The pt was seen by their physician and a pocket revision was recommended. Follow up info indicated the hcp felt the only issue was that the generator seemed to be implanted too deep. The pt experienced no stimulation and increased pain in their back. In 2008, the pocket was revised. The generator was too deep and tilted. The pt's staples were recently removed, and the hcp is awaiting the pt's report on recharging. The pt recovered without sequela.

Manufacturer narrative:
.